Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the left bundle branch placement site was successfully established with a newly inserted catheter. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the adverse event/product problem field (b1) and describe event or problem field (b5) in section b, adverse event or product problem.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement where placement difficulty occurred and two catheters were used before successful position was established. However, a poor location after deep screw deployment was observed and the helix subsequently bent during removal for repositioning. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that the left bundle branch placement site was successfully established with a newly inserted catheter. This brady was returned for analysis.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement where placement difficulty occurred and two catheters were used before successful position was established. However, a poor location after deep screw deployment was observed and the helix subsequently bent during removal for repositioning. This brady lead was replaced and not implanted. No adverse patient effects were reported.